Manufacturer narrative:
The incorrected part was reported as the suspect medical device on the initial medical device report (MDR) and on the follow-up #1 MDR.

Manufacturer narrative:
The reason for this revision surgery was the tibia base was loose. The previous surgery and the revision detailed in this investigation occurred over 1 year apart. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. The device was within it's respective expiration date at the time of use during the previous surgery. Customer complaint history of the reported device (s) showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to loosened tibia base. There were no findings during this investigation that indicate that the reported device (s) was the source or had a direct connection with the patient's tibia base loosening. Several factors may contribute to patient joint looseness that are outside the control of djo surgical are loose joints from degenerative tissues, improper implant selection, aging of the patient. No additional information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to a loosening and hence a definitive root cause cannot be determined. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the tibia base being loose and needing to be revised.